Manufacturer narrative:
(B)(4). Follow up emdr submission for device evaluation. A sample was not returned for analysis. A device history record review was completed for lot 0000858285. A nonconformance was issued for a missing cap on a vial. This issue was reconciled and is unrelated to the reported failure. No issues pertaining to the reported failure mode were identified in the device history record report. Malfunctioning drug vials are likely the result of faulty material. A scar (supplier corrective action request) was issued to the supplier for this defect.

Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Customer stated via email: the vials are shattering and physicians are injuring their hands. Additional information received from customer 8/1/2017: (B)(6) asked me to pass along that two of our physicians have voiced concerns over the current stock of the carefusion adult lumbar puncture tray set. Specifically the glass lidocaine vial that's included. Several vials have shattered when the docs try to use them, resulting in injuries to the physicians. (B)(6) asked to look into a possible recall for this item. Cat: 4306c with lot no: 0000858285 with lidocaine vendor lot no: 566953a. Additional information received 03-aug-2017: it was two dr and two trays they both got laceration to finger. Both repaired with dermbond and bandaid but they did not want these trays again saying the lidocaine amp shattered instead of snapping off. Additional information received 22-aug-2017: initials, age, gender for each physician: (B)(6); (B)(6) y/o, male. Did you notice an absence of scoring on the lidocaine vials? No. Do you have any samples or photos to return for evaluation? No.